Manufacturer narrative:
(B)(4): physio-control is anticipating the device return to the manufacturing facility for evaluation. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device display froze and the buttons were inoperative, a lock-up failure. There was no report of patient use associated with the event.